Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device reported that therapy was provided and subsequently went to the emergency room (ER). During the discharge process in the ER, the health care provider (hcp) returned to the patient's room and found the patient unresponsive. Chest compressions, CPR and intubation were performed. The patient was later conscious. Interrogation of the device showed an episode of undersensing of very small ventricular fibrillation (vf). The boston scientific sales representative reported that the vf amplitudes measured extremely small, possibly below the sensing limits of the device. The right ventricular (rv) sensitivity had been programmed to 0.8mv when the episodes were stored. The sensitivity was later reprogrammed to 0.25mv. The patient's physician did not believe that undersensing occurred, rather, that the fine vf was not treated due to the programming of the device. The patient's physician performed a verification vf cardioversion on the patient. Vf was induced and the rhythm was successfully detected and terminated with a 31 j shock. The patient was to be discharged later that day.